Event description:
It was further reported that the patient's right ventricle tore while the physician was trying to lift the heart so that they could get a proper position for the rv lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high thresholds and no capture during three positioning attempts. After this capture was achieved but the thresholds remained high after more repositioning attempts. The physician decided to implant the lead with high thresholds with the hope that it will come down overnight due to the prolonged procedure time. It was also noted that when the rv lead was added to the implantable pulse generator (ipg) it exhibited high impedance. The rv lead was unscrewed, cleaned, and reinserted but it continued to exhibit high impedance. It was also reported that due to the multiple repositioning attempts the patient experienced a perforation in their right ventricle. The perforation was repaired. The rv lead was capped and replaced. Post surgery the patient experienced a perforation in their tricuspid valve and bleeding, which required further intervention. No further patient complications have been reported as a result of this event.